Event description:
It was noted that the guidewire failed to advance through the lead and having unspecified helix rotation issues. The lead was not used and replaced. The patient was in stable condition throughout the procedure.